Manufacturer narrative:
Investigation found corrosion underneath the hook switch. The exterior of the device was observed for any damages but none were found. The fluid path was tested and no leaks were found. The cause of the corrosion could not be determined. A strong resistance was noted upon initial rotation of the ratchet gear. Once the pcb (printed circuit board) was removed, the ratchet gear was able to be driven forward without any issue or resistance. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient experienced blood glucose levels that reached 390 mg/dl and an occlusion alarm occurred during this event. No further information available.